Manufacturer narrative:
Concomitant product: 5071-53 lead, implanted: (B)(6) 2004; dtba1d1 ICD, implanted (B)(6) 2015.

Event description:
It was reported that the patient received multiple inappropriate shocks due to noise on the right ventricular (rv) lead. The lead was fractured and there was high bipolar impedance. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.